Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2013. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
The device is unavailable for analysis. Correction: the correct PMA is k984162 not k955713 as previously reported. This report is filed april 4, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture/abutment on (B)(6) 2013. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct model # of the device is 92128; not 93330 as previously reported. This report is filed (B)(4) 2013.